Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the active system within 10 minutes: 39 mg/dl and 98 mg/dl. Two hours later customer received the following results on the active system within 10 minutes; lo mg/dl, which on the system indicates a result of less than 10 mg/dl, and 224 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.